Manufacturer narrative:
.

Manufacturer narrative:
The customer¿s report of lasix infusing faster than expected was not confirmed. The pcu event log showed that the pump module was in use and infusing furosemide 500mg in 50ml at 3.5ml/hr. At 1:25 am on (B)(6) 2016 the primary infusion completed and the device transitioned to kvo. At 1:29 am, the device was paused. At 1:45 am, the device alarmed for flo stop open. The vtbi was changed to 40ml and the infusion was restarted. At 8:08 am the device was channeled off and the system was powered off. The volume recorded between 1:45 am and 8:08 am was 22.325ml. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and testing showed no leaks. The root cause of the reported event was not identified.

Manufacturer narrative:
Concomitant medical products: 50ml hospira bag of furosemide; therapy date (B)(6) 2016. The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that furosemide 500 mg in 50 ml intended to infuse at 3.5 ml/hr was empty after approximately 6 1/2 hours; approximately 23ml should have infused and 27 ml should have still been in the bag. An inspection of the IV set and 50ml bag by the customer did not reveal any holes or leaks. The device and disposable set were tested by the customer with no overinfusion confirmed. There was no report of patient harm however increased monitoring of lab values and a hearing test were performed.